Manufacturer narrative:
This is a supplemental report to correct the initial MDR. This supplemental report is to inform that upon further review this is not a reportable malfunction. Per legal manufacturer there is no potential for this issue to cause or contribute to serious injury or death if the malfunction were to reoccur.

Event description:
The customer reported to olympus, the duodenovideoscope was defective. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, a leak at the forceps elevator was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a leak at the suction connector, lost water tightness of the forceps elevator and suction connector, an air/water cylinder and suction cylinder with no color, a corroded forceps channel port and electrical connector, a cut switch one, a cracked light guide lens and suction connector, a discolored distal end, a scratched image guide protector and connecting tube, and the forceps lever did not move smoothly due to a deformed forceps elevator wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.